Manufacturer narrative:
The pump was received with an intermittent button response and a button error alarm due to the corroded keypad traces. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, cracked battery tube threads, and a cracked belt clip slot.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that the keys were sticking and the pump said that a button was pressed from more than 3 minutes. The pump seems to be working now but the code did not clear. Customer stated that she was just in her doctor's office and he wanted her to get a new pump. Customer also received a button error message. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.